Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer did not see any insulin exit the tubing during the load process. The customer smelled insulin at the luer lock connection. Tandem technical support recommended the customer reconnect tubing at the luer lock. The customer indicated they would load a new cartridge. There was no reported impact to the customer's blood glucose level.